Event description:
Boston scientific received information that, during a previous follow-up, this pacemaker displayed pacing failure. No anomalies were noted in the measurements. The cause for the pacing failure was unknown, so at the time the output was reprogrammed. More recently, however, the decision was made to replace this pg. Shortly after implant, the associated right ventricular (rv) lead dislodged, so a repositioning procedure took place. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.